Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a "hartmann's operation" procedure, after firing, the circular stapler was opened as stated in the IFU. The instrument could only be removed applying certain force. The anastomosis was found to be insufficient. A new device was used to complete the anastomosis without any irregularities. No further details available. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the anastomosis was found to be insufficient after the removal of the device. What caused the insufficiency? Was the cut line fully circumferential around the target tissue? Were there staples seen in the staple line? If yes, what was the appearance of the deployed staples (b-formation, irregularly, legs straight)? Were there staples missing from the staple line? After firing was the adjusting knob turned ½ to ¾ revolution? Was the device rotated 90 degrees in both direction to ensure the anvil was free from the tissue? What was the appearance of the donuts? Were all tissue layers present in the donuts? Was the a leak in the anastomosis? What confirmation was received that the device was fully fired? Response from the affiliate: 57 years old male patient patients pre op diagnosis: perforated sigma. No neoadjuvant therapy. There were no anomalies noticed during firing of the device. The characteristic cracking noise was detected. The tissue where the device was fired on was very dense and scarred donuts were complete and the staple line appeared normal. No free staples were observed and all staples appeared to have the proper b form. Anastomosis was performed in double stapling technique. Surgeon is an experienced user. What was the condition of the tissue? Who fired the device? Who removed the device? Was the safety reset prior to removal? Was the person who used the device trained? Additional information: the instrument could not be released from tissue properly after firing. The surgeon pulled the device out and thereby the anastomosis was torn.